Event description:
It was reported the patient was only reaching a "little bit" of efficacy. A catheter dye study was done on (B)(6) 2013 where the catheter placement was confirmed. The daily dose was increased. A prime bolus of the catheter post dye study was planned. The pump was delivering hydromorphone, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).